Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On august 29, 2019, it was reported that during preventative maintenance by flextronics it was discovered that a screw was missing from the ratchet handle, the roller was contaminated and the cutter was damaged. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea/flextronics has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Product review of the meshgraft ii by flextronics on august 23, 2019 revealed that the cutter and roller were damaged and contaminated. The ratchet handle was also missing a screw. Repair of the meshgraft ii was performed by flextronics on september 3, 2019 which included replacement of the cutter and roller. A new screw was also installed in the ratchet handle. Meshgraft ii, serial number (B)(4) , was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that the cutter and roller were damaged and contaminated. The ratchet handle was also missing a screw. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the device was sent for maintenance only but needed repaired. The missing screw, contaminated roller, damaged cutter were replaced. Damaged cutter is reportable malfunction. No adverse events were reported as a result of this malfunction.